Manufacturer narrative:
Final device analysis of the extension revealed no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID: 3888-45 lot# v443591 , implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v443591 implanted: (B)(6) 2010, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient . Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that impedances greater than 10,000 ohms were found on electrodes 0-7 during a replacement procedure due to end of service. The extension was found to be "bad" and was replaced. The issue resolved after the extension was replaced and the patient had good therapy.